Manufacturer narrative:
As the original bulk non sterile contract manufacturer, medron has no direct contact with end users and does not own the product design. Per customer requests, medron evaluates the device history record and process to confirm product met release and process requirements as specified by the customer. Root cause: based on the current status of the investigation and limited information supplied, we cannot confirm the root cause is associated with medron's materials or processes and tooling. Corrective action: no corrective action is required for the lots as the customer did not request a return and no additional material is available at medron from the reported lot numbers. Preventive action: with the current information provided and review of the associated work order records, we cannot confirm the reported observations are associated with medron's process. No preventive action is identified at this time since product was conforming to requirements. To provide some additional monitoring for tip tensile performance in finished lots, medron will continue to conduct tip tensile testing during final release. Should additional information be provided by medron's customer, the file will be amended to include this information and any associated investigations. Device history record assessed.

Event description:
On (B)(6) 2016, medron was contacted by (B)(6), field assurance engineering with bard peripheral vascular. It was reported that the catheter would not cross the lesion in the sfa. Reportedly, another recanalization catheter was unsuccessful in crossing the lesion. It was reported that no further treatment was provided. There was no reported impact or consequence to the patient. The failure mode was not clear in the initial notification. Additional information was requested on (B)(6) and the following information was received: "the original event description read: "(B)(6) 2015, (B)(6) female patient with chronic obstruction in right superficial femoral artery (stenosis>75%), and occlusion in popliteal artery as well as the artery below the knee. Operation was performed via retrograde left common femoral artery approach. V18 guidewire was used to cross the occlusion. Cook introduce sheath (6f, 55cm) was used. Angiography show the right sfa and popliteal artery was severe calcification. The guidewire went through the superficial artery lesion in the true lumen. Bard seeker18 crossing support catheter was used for crossing the popliteal occlusion with the v18 guidewire. After several attempts, the popliteal occlusion couldn't be open. The surgeon decided to change medtronic trailblazer18 crossing support catheter. However, bard seeker18 crossing support catheter was fractured when the surgeon was pulling it out. The surgeon tried several times, and finally took the residual out. Then the surgeon used medtronic trailblazer18 crossing support catheter and boston scientific rubicon18 crossing support catheter to cross the popliteal occlusion, but both were failed. The surgeon decided to quit the operation" images provided from the customer are included in appendix a. The failure mode as defined by bard is both failure to advance, retraction issues and detachment of device component as the device was received back into bard's biohazard lab with the distal tip missing.